Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their right atrial lead impedance increasing significantly, almost doubling from the baseline impedance. No intervention was reported and there were no patient consequences.